Event description:
No additional information.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The report of unexpected material on the IV catheter was confirmed and the cause appeared to be manufacturing related. The appropriate manufacturing personnel have been notified. One 20g insyte autoguard IV catheter was returned for investigation. A microscopic examination revealed flash at the tip of the catheter. Since the material could not be wiped or dislodged from the catheter tubing, the material was likely part of the catheter tubing that was deformed during tipping. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc global plastic fragment noted on catheter. The following information was provided by the initial reporter: at the end of the catheter there was a piece of plastic stuck to it (like a wire at the end of the kt). The ide did not use this kt and returned it to us for analysis; I hold it at your disposal at.